Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on returned product download. The sensor 0m000cclrud was returned and investigated with an adhesive. No physical damage was observed on the sensor patch, and no issue observed with the returned adhesive. No malfunction or product deficiency was identified. An extended investigation has been performed for the known sensor and determined that there was no indication that the product did not meet specifications.the reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality.section d4 (serial number) has been updated to 0m000cclrud. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report (0m000ccrlud) was deemed to be invalid upon the returned product.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and observing redness upon sensor removal. Customer had contact with a healthcare professional and was prescribed cortisone for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and observing redness upon sensor removal. Customer had contact with a healthcare professional and was prescribed cortisone for treatment. There was no report of death or permanent injury associated with this event.